Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic pulmonary segmentectomy, the staples did not form properly. Incomplete staple line on the distal part was also observed. Another reload and handle were used to resolve the issue in order to complete the case. There was no patient injury.